Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was that a cable-mounted plug connector, designator p23, on the therapy connector was unplugged from the therapy pcb assembly. Physio then reseated p23 and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to do a routine inspection of their device. Upon evaluation of the device, physio-control observed that the paddles lead (therapy) ECG was inoperative. Without paddles lead ECG, defibrillation was not possible. There was no patient use associated with the reported event.